Event description:
It was reported that the patient underwent a revision procedure 13 years post implantation due to recurrent atraumatic dislocations and metallosis. During the revision, trunnionosis and metal debris were noted at the head ball taper as well as the trunnion of the femoral stem. The acetabular cup and femoral stem were well-fixed and left intact. The head was replaced without complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 15-106052 item name m2a-38 cup non flared sz 52mm lot # 950230 11-104111 item name mlry-hd por fmrl 11x160mm lot # 502860. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 component code head h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient experienced a dislocation and hip was reduced without complication. Patient had lower back pain radiating down right leg and had epidural steroid injections. Patient experienced a second dislocation, x-rays showed the cup is more vertical than expected. Closed reduction was performed without complication. No evidence of loosening of implants. Patient experienced a third dislocation and a closed reduction was performed without complication, all implants appeared intact. Patient was revised for recurrent dislocations, instability and metallosis. Findings during revision: the acetabular and femoral components were well fixed. Signs of taper corrosion present and metal tinged synovium. Elevated cobalt and chromium ions noted, MRI revealed soft tissue fluid consistent with pseudotumor. Significant scar tissue present. Signs of trunnionosis present with metal debris present in the inner portion of head ball taper as well as trunnion of stem. Stem was well fixed with no evidence of loosening. No evidence of wear in acetabular component. Head was explanted; dual mobility was placed. Procedure completed without further complications. A definitive root cause cannot be determined. Based on the medical record review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further information available at the time of this report.